Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report developing endocarditis and system was removed. The patient did not recall the exct date. The patient also noted experiencing sweaty, clammy, cold and was hospitalized for two weeks. Follow up confirmed the patient had system removed. No further patient complications have been reported as a result of this event.